Manufacturer narrative:
The components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of both cartridges. Both cartridges have broken off tips, and we made visual inspections of the fracture surfaces. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard, a material defect or production/design error can be excluded. No pores, inclusions, or foreign bodies could be found on the point of rupture. We assume according to the video that there is the possibility that the cartridge was raised by skin tissue and the tip broken by the application. Additionally there is also the possibility that the position of the other instrument near the cartridge was possibly unfavorable. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: switzerland. It is reported that the plastic residue dissolved from the clip.